Event description:
It was reported that the dyonics power ii control unit overheated during testing before a procedure. There was no patient involvement. No user injury or complications were reported.

Manufacturer narrative:
Reported complaint has been confirmed. Unit displays ¿hand piece stall¿ error message when mdu motor is engaged. Cause of error message is a defective main pcb. A transistor is shorted out and a resistor is burnt in port a circuit. Control unit passed functional testing with a known good main pcb installed. The complaint investigation has concluded that a wet mdu connector or a shorted out mdu is the most likely cause of the damaged components. A review of the service device history record for serial number (B)(4) shows that this unit passed all acceptance criteria and was compliant upon release for distribution on january of 2016. No containment or corrective actions are recommended at this time.